Event description:
The patient was sedated to have upper endoscopy. During the procedure, the md was using the multi band ligator when the tip of the bander broke off in the esophagus. The md then pushed the tip of the bander out of the esophagus and the device was left in patient.